Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, 85% stenosed, mid right coronary artery (rca) a unspecified stent was placed and the 3.0 x 8 mm voyager nc balloon dilatation catheter (bdc) was used for post-dilatation at 18 atmosphere (atm), however, the balloon could not be fully expanded and was removed without reported issue. A second voyager nc bdc was used successfully for post-dilatation and the case was completed.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon could not be fully expanded was not confirmed. Based on visual, dimensional and functional inspection and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar balloon could not be fully expanded incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.